Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter: "several incidents while using the 3ml syringes for 1ml im injections that we have in the clinic where the plunger does not fully depress. It¿s almost like it gets stuck and will not advance past the 0.5ml mark. Today, the plunger completely broke and half the dose of medication went back into the syringe chamber." Additional information provided by customer: hello, thank you for the response. Please find my answers to your questions below. 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? I have had at 5 occurrences of the syringe stopping at approximately the 0.5ml mark. These have happened intermittently between 08-01-2023 and 02-21-2024 the most recent occurrence was wednesday, 02-21-2024 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patient outcome was fine, but I did have to administer two doses of medication for the latest incident on 02-21-2024 3. Any adverse event or serious injury reported to patient or health care professional? No serious injury to patient or professional. 4. Any physical sample or photo available for investigation of affected product? If yes, are you able to provide the address of the facility for us to ship the return label? There are no photographs or samples available to send as they were used for im administration and have been disposed of.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.